Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d9, h3, h4, h6, h11. Corrected fields: correction to d4 should be no serial number for single use device. Based on the results of the investigation, olympus confirmed the reported event, however, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the 200 micron tfl single use fiber experienced broken fiber. The issue occurred during a therapeutic lithotripsy procedure. There were no reports of patient harm.